Event description:
It was reported that the right ventricular (rv) lead dislodged a couple of weeks after implant. The dislodgement brought the lead back to the tricuspid valve level and resulted in oversensing of atrial signals on the rv channel and a failure to capture. The therapy was disabled as the patient had a good underlying rhythm and the lead was repositioned on (B)(6) 2021. Therapy was then re-enabled and no additional adverse patient effects were reported.